Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for common bile duct stone removal, the physician used a cook memory hard wire basket. It was reported that the physician advanced the wire guide to the common bile duct to exchange basket to place it around the stone. When the physician captured the stone and pulled it toward to duodenal papilla it was discovered that one of the basket wires was broken. The procedure was completed using another same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The label indicates that the product had surpassed the expiration date provided at the time of the reported incident. The photos provided by the customer show a label matching the product returned and a basket wire protruding out of the distal tip of the device with the rest of the basket retracted. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned reinserted into the racetrack. One portion of the broken basket wire was protruding outside of the catheter's distal tip, having broken at the proximal end of the wire and remaining attached at the distal tip of the basket. The rest of the basket was retracted into the catheter. The portion of the broken basket wire attached at the proximal end of the basket had ruptured through the catheter preventing actuation/ advancement of the basket. No parts of the device appear to be missing. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, one portion of the broken basket wire was protruding outside of the catheter's distal tip, having broken at the proximal end of the wire and remaining attached at the distal tip of the basket. The rest of the basket was retracted into the catheter. The portion of the broken basket wire attached at the proximal end of the basket had ruptured through the catheter preventing actuation/advancement of the basket. No portion of the wire appears to be missing. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Per the IFU "this device is reusable if integrity remains intact". Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.